Event description:
Advocate stated her husband received a blood glucose reading of 32mg/dl from the contour and he did not feel well. Further information was not provided. A new meter was sent to the customer. Test strip information was not provided; record will be reported under the meter information.